Event description:
The customer reported that the calculated dap reading was inaccurate. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep recalibrated the dap and displayed the values checked. The system operates as intended.